Manufacturer narrative:
(B)(4). Original (B)(4) and emdr submitted with incorrect manufacturing site. New ftr created per MDR procedure in order to populate emdr with correct manufacturing registration number. A supplemental was sent under (B)(4) notifying the FDA of this error and providing the new tracking number and report number. Original initial report number 1219930-2015-00857 under (B)(4). New report number 9612501-2015-00603 under (B)(4).

Event description:
According to the reporter, during a lap gastric bypass, the seal tore and leaked air . There was no patient injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.